Manufacturer narrative:
(B)(4). D4: lot: it was reported that the exact lot number of the device involved in the event is unknown as multiple lots had been used during the procedure. There are two potential devices that caused the reported event: 1. Potential lot (1): 64756739 - expiration date: apr 30, 2028 - UDI: (B)(4). 2. Potential lot (2): 64294853 - expiration date: aug 31, 2027 - UDI: (B)(4). D10: medical product: tibia cemented 5 degree stemmed left size g: catalog # 42532007901, lot# 66819519 h4: manufacturing dates by lot: lot# 64756739: manufacturing date: apr 28, 2020 lot# 64294853: manufacturing date: aug 22, 2019. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not seat on the tibial tray. A secondary inserter and backup device were used to complete the procedure without further complication. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no additional information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; d4; g3; h2; h4; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.